Manufacturer narrative:
Pr (B)(4), initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no: 50-7510 batch no: 0001285542, 0001397720.   It was reported: customer received kit with tubing seems blocked, tubing came out defective issue; no pt harm. Event description states: tubing seems blocked, tubing came out.   On (B)(6) 2021 - spoke to customer - she was in the hospital when the message was left on (B)(6) 2021. The first bottle right out of the bag , the lid was disconnected - they did not use it - they took another bottle and after the plunger was depressed and the roller clamp release there was a lot of foamy liquid and some clots - they tried another bottle and it did the same thing. She did not use another bottle but proceeded to the ER and then was admitted to relieve the drainage which was very clotted. She was released and has since drained a few bottles since then with not issue. No pt harm.